Manufacturer narrative:
However, since there were three ablation catheters used during this procedure, this adverse event is being reported under all three ablation catheters used. This report is for the last catheter used with no other issues. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: circular ablation circ loop (model# d-1322-14-si lot# 17188007la), carto 3 system, smartablate generator. (B)(4) are related to the same incident.

Event description:
During a clinical trial sponsored by bwi, it was reported that a (B)(6) male patient underwent a pulmonary vein isolation (pvi) ablation procedure for persistent atrial fibrillation with three thermocool® smarttouch® sf uni-directional nav catheters and suffered hypervolemia requiring medication. Medical history includes systemic hypertension (htn), diabetes mellitus (dm) type I, and obstructive sleep apnea (osa). On post-procedure day 1, the patient developed volume overload. Intervention was an unspecified medication. Patient required prolonged hospitalization as a result of the adverse event. Issue resolved without sequelae. Principal investigator assessed this event as moderate in severity, serious, not device-related, and definitely index procedure-related. It was also reported that during ablation phase, the carto 3 system displayed an eeprom error (101) when the thermocool smarttouch unidirectional sf catheter (17563088l) was plugged into the patient interface unit (piu). Smarttouch catheter did not appear on the carto monitor after being connected. Device data appeared on the smartablate generator and the prucka recording system. Catheter was replaced and the issue resolved. Procedure was continued. It was noted that the carto 3 system was operating as intended and was not responsible for the issue. Catheter was determined to be the source of the issue. It was noted that this device deficiency did not result in an adverse event. It was also reported that during ablation, the thermocool smarttouch unidirectional sf catheter (17563078l) had an inappropriate curve. It was noted that this device deficiency did not result in an adverse event. The eeprom error and deflection issue are not MDR reportable because the potential risk that it could cause or contribute to a serious injury or death is remote.